Event description:
International customer reported that a patient presented with an inflammation and wound dehiscence of the suture line approximately 15 days following a breast implant procedure. Closed and open dressings applied.

Manufacturer narrative:
The actual device associated with this event is not known. International affiliate reports the following possible products: mcp496g, lot: unk; mcp427h, lot: aa6998, mfg: 01/01/2008, exp: 01/31/2013; mcp426h, lot: abm721, mfg: 02/01/2008, exp: 01/31/2013. Mcp936h, lot: zmk416, mfg: 11/01/2007, exp: 07/31/2012. Result: representative samples of the returned product were tested for knot pull tensile strength; the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. Conclusion: no failure detected and the product exceeds tensile strength requirements. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished good release criteria.